Event description:
Caller states the patient tested 6.2 inr and 6.8 inr on the coaguchek system during duplicate testing while a comparison lab returned as 4.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.